Manufacturer narrative:
H6: b20, the device remains implanted and was therefore not available for engineering evaluation. H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, branch vessel occlusion or obstruction. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of a thoracic aortic aneurysm rupture using a gore® tag® conformable thoracic stent graft with active control system. A dissection was observed locally and an infected aneurysm was suspected. After the debranch bypass (ax ¿ ax bypass) was created, the gore® tag® conformable thoracic stent graft with active control system was implanted from zone 2. A partially uncover stent (first row of the stent) covered the left common carotid artery (lcca) partially. It was observed by dsa that a flow of the lcca was delayed. A stent was implanted in the lcca. Then, the blood flow was improved. The patient was tolerated the procedure. The physician stated that the sleeve might have affected to the partial obstruction of the lcca. And also he said that the gore® tag® conformable thoracic stent graft with active control system didn¿t migrate proximally and/or distally, so it might have been caused by an issue of fluoroscopic angle.